Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and lymphadenopathy.

Event description:
Patient reported left side rupture and swollen lymph nodes in armpit. The device remains implanted.

Event description:
Patient reported left side rupture and swollen lymph nodes in armpit. The device has been explanted.

Manufacturer narrative:
Device evaluation summary: the device was returned to allergan and the device weighed 346.15 grams. Under microscopic analysis a sharp opening was observed on the posterior portion of the shell, assessed as an unidentified tear.

Manufacturer narrative:
Additional information: b3, b5, d7, h6. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
The device has been explanted.